Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered a shock to the patient. As it was unclear whether therapy was appropriate, stored data was reviewed. The patient's intrinsic amplitude was observed to be low, additionally some episodes of oversensing/double counting complexes were recorded. Boston scientific technical services (ts) discussed therapy vector considerations and the device was reprogrammed pending additional testing. Several days later it was reported that the patient was scheduled to undergo a revision procedure due to system infection and erosion. The procedure was subsequently performed wherein the patient's system was explanted. There are currently no plans to implant the patient with a new system. No additional adverse patient effects were reported. This system remains in service.

Manufacturer narrative:
Reference # mw5059313.